Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the filament was missing on the sensor. The customer's blood glucose was 17.7 mmol/l. The customer declined to troubleshoot for high blood glucose. The sensor will not be returned for analysis.